Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this devices delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the details of incident for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous device received inappropriate shocks on two consecutive days, due to system oversensing. It was additionally reported that initially the smart pass feature had been active. One of the shocks did result in rhythm acceleration which was then correctly treated via a subsequent system shock. The field representative called boston scientific technical services (ts) for a programming review and system optimization recommendation. Ts advised the physician review all programming vectors for signal optimization and ensure there have been no patient specific medical history changes over the last several months, as this was the timeline for the inappropriate therapy. It was later reported that the patient had recently undergone some pharmacology changes which were contributing to rate changes. Ts agreed with repeating an autoset but advised this would require further evaluation once the medication is no longer in use.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous device received inappropriate shocks on two consecutive days, due to system oversensing. It was additionally reported that initially the smart pass feature had been active. One of the shocks did result in rhythm acceleration which was then correctly treated via a subsequent system shock. The field representative called boston scientific technical services (ts) for a programming review and system optimization recommendation. Ts advised the physician review all programming vectors for signal optimization and ensure there have been no patient specific medical history changes over the last several months, as this was the timeline for the inappropriate therapy. It was later reported that the patient had recently undergone some pharmacology changes which were contributing to rate changes. Ts agreed with repeating an autoset but advised this would require further evaluation once the medication is no longer in use.